Event description:
The patient was implanted with t-sling. Later the patient experienced post op complications of swelling, bleeding, the packing coming out and not being able to sit. Other adverse events were indicated as "feeling raw" pelvic pain, urge difficulties, dyspareunia, possible scarring and vaginal bulge. An anterior vaginal colporrhaphy with excision and revision of anterior vaginal suburethral vaginal redundant tissue.